Event description:
A physician reported to the FDA that a contact lens wearer experienced atypical microbial keratitis. The pt was treated with a therapeutic superficial keratectomy and zymar antibiotics for two months. The symptoms resolved with scarring during the two months of treatment. In 2006, the reporter stated that the pt had a paracentral corneal scar, but had not experienced a decrease in visual acuity. Additionally, it was stated that cultures taken were not positive for fusarium. The pt was treated with zymar and corneal debriding several times, surface photorefractive keratectomy (prk) is being considered. The physician noted that the pt is responding well to treatment. Once the cornea remodels, ridge gas permeable lenses (rgp) may be considered for better visual acuity. The lot number provided by the physician to the FDA is not a valid lot number for the facility. Additionally, a small amount of solution was returned in a syringe; however, there was an insufficient amount to perform all required tests. Of the portion that was returned, the results were within specification.

Manufacturer narrative:
Bausch & lomb initiated an investigation that evaluated the mfg facility environmental records, a review of batch records and testing of retain samples for numerous produced lots. All of the records indicate there were no anomalies that could have been related to the report, there were no fusarium recoveries from the facility environmental monitoring program of the aseptic processing areas, and all product release sterility evaluations met criteria. Product retain sample testing was completed where lot numbers were available and indicated that all chemical and biocidal performance was effective against microbial challenges as required. The conclusion of this investigation is that some aspect of the moistureloc formula may be increasing the relative risk of fungal keratitis in unusual circumstances. We are continuing to investigate this link but in the meantime, we are taking the most responsible action in the interest of our customers by discontinuing the moistureloc formula and recalling all distributed product.